Event description:
End user called to have their device checked by phone troubleshooting. It was discovered that the calibration test does not run. The device was replaced and the defective one returned for investigation.